Event description:
The customer reported that the system had dark images on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the filament need to be replaced. The reported issue is currently under investigation.